Event description:
Literature was reviewed regarding aortic annular enlargement with y-incision/rectangular patch. The study population included 119 patients who were predominantly female. Multiple manufacturer¿s devices and medtronic 27mm avalus bioprosthetic were implanted in the study population. Patient death occurred in the study population; the causes of death was reported as mesenteric ischemic. However, there was no statement establishing a causal or contributory relationship between medtronic product and the death. Among all patients, adverse events included: complete heart block, endocarditis, gerbode fistula and stroke. It was reported that permanent pacemaker was implanted. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
G2: citation: authors: alexander a. Brescia, et al. Aortic annular enlargement with y-incision/ rectangular patch: tips and pitfalls. Operative techniques in thoracic and cardiovascular surgery 2024. Doi.org/10.1053/j.optechstcvs.2024.07.00. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.